Event description:
The iviewgt was in its retracted position. When rotating the linac gantry to 180 degrees (where iviewgt is above the pt support system) the middle section of iviewgt arm unexpectedly moved vertically downward. The pt's head was positioned in close proximity to the iviewgt arm. No contact between iviewgt and the pt occurred.